Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a cardiac arrest and passed away. It was also reported that the right atrial (ra) lead exhibited undersensing and the right ventricular (rv) lead exhibited undersensing.